Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the pull off occurred during use on the patient or did it occurred upon handling before use on the patient? Procedure name? Were there any patients consequences?

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the pull off occurred during use on the patient or did it occurred upon handling before use on the patient? Procedure name? Were there any patients consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle while sewing the wound. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.